Event description:
The end user hit something or the right motor just stopped working, the chair pulled to the right (just the left hand side motor working) and fell off of the curb ejecting the user out of the chair. No injuries, no hospitalisation. Only damage after inspection was a bent r/h fork.